Event description:
It was reported that the system would intermittently not perform fluoroscopy and lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was formatted and system software was reloaded and configured. The system was tested and found to be working as intended and returned to service.